Event description:
Device malfunction: none. Symptoms/ae: arterial perforation, death. Time of ae: during the procedure. It was reported that during a long and complicated stenting procedure in totally occluded bilateral iliac artery lesions, an absolute and a dynalink 9x100 stent were implanted in a lesion the left common iliac artery. An unspecified abbott balloon was positioned in the stented area for postdilatation and was inflated to 2 atmospheres. A cine was then taken which showed an arterial perforation in the area of the balloon; therefore, the balloon was quickly deflated and removed. Attempts were made to treat the perforation using a non-abbott covered stent. The patient developed ventricular fibrillation. Unsuccessful cardiopulmonary resuscitation was conducted and the patient died in the cath lab. The cause of death is unavailable. Reportedly, there was no malfunction of any abbott device. Though requested no additional information was provided.

Manufacturer narrative:
(Off label vascular use). The dynalink 9x100 stent (part/lot numbers unk) filed under MFR# 3004742046-2009-00122. Evaluation summary: the stent remains in the patient's body. A conclusive root cause for the arterial perforation and death could not be determined. Factors that can contribute to vessel perforation include, but are not limited to, fractured stent due to manufacturing or procedural use, interactions with other devices, patient anatomy (condition of the diseased arterial walls), or over inflation during post stent dilatation. No stent fracture or product problems were reported. Angiographic, procedural images were not available for clinical review. No evidence of a device quality issue was found. The lot number was not identified; therefore, a device history record review could not be performed.